Event description:
The event is reported as: the customer alleges that there is no steam.

Manufacturer narrative:
Pt identifier - product usage when the alleged defect was encountered is unk at the time of this report. A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The DHR (device history record) was reviewed and showed that there were no issues related to functional issues on the product or its components during the manufacture of the material. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. Customer complaint cannot be confirmed based only on the info provided, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. However current production was verified to identify any issues that can lead to the reported defect and no issues were found. If the defective sample becomes available this investigation will be updated with the evaluation results.